Manufacturer narrative:
The event occurred on an unreported date in "the beginning" of december. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist sleeve of the twist clamp on a minicap extended life pd transfer set, which resulted in fluid leakage. This was further described as the ¿patient noticed a slight leak and saw embrittlement on the inside of the white cap¿. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy at the patient¿s home. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the occluder feet were broken and the twist clamp was separated from the main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed, and it was noted that leak testing and clamp function testing identified a flow through the set with the twist clamp in the closed position. The reported issue was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.